Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was not feeling good at all and wanted to make an adjustment with the programmer. The patient put new batteries in the programmer and was seeing the implant battery empty screen on the programmer. The patient noted she usually charges on friday but now charges on tuesdays and fridays and it had been taking longer to charge since it was cranked up higher. Troubleshooting reviewed to charge the implant and then try to connect with the programmer. The patient was going to call back if she had trouble connecting after the charging session. The indications for use were headache and non-malignant pain. Additional information was received from the patient. It was reported that the patient thinks there is an issue with her ins. The patient reported yesterday she went to crank the stimulation up and saw a message on the programmer screen, but she was not sure what the message said. The patient stated that she charged the implant last night for 5 hours and she gets all the coupling bars when charging the implant. The patient stated a couple weeks ago she felt really bad and increased the stimulation to 6.5v. The patient mentioned she had an x-ray done and didn't know if that could affect the implant. The patient stated that she never had an issue with the device before. The programmer showed the therapy was off, the ins was fully charged and the programmer was about 50% battery and setting is at 6.5v. The patient said she will decrease stimulation before turning the therapy on and she decreased to 0.9v and turned the therapy on. The patient was directed to monitor the ins and follow up with their hcp if they think there was an issue with the ins. No further complications were reported.